Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional narrative: the patient was not symptomatic because of the marker occluding the distal vessel. The patient was reported to be awake, does not answers, opens the eyes, no communication (day 5 postop). The mechanical thrombectomy device was able to re-vascularize the treating vessel. Post the reported event the patient received 10mg reopro, 2.500 ie liquemin and 250mg ass.

Manufacturer narrative:
The capture lp stent was returned for evaluation; within a sealed bio-hazard bag and inside of a sealed shipping box. No bends were observed on the pushwire. The struts and tethers of the stent were found to be intact. One of the distal markers appeared to be broken off and missing from the distal section of the stent. The broken distal marker was left inside the patient. No other anomalies were observed. The broken end of distal marker will be sent out for scanning electron microscopy (sem) analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device is expected to be returned for analysis. However, the device has not been received. As the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the mechanical thrombectomy device was delivered and expand normally. The catheter was then pulled back, shortly afterwards, one of the thrombectomy device's platinum markers breaks off and travels distally occluding the vessel. There was no resistance. The patient was undergoing a mechanical thrombectomy procedure to treat an a2 ischemic stroke.

Manufacturer narrative:
Based on the analysis findings, the report of marker band separation was confirmed. However, the event cause could not be determined. Per the scanning electron microscopy (sem) findings, the crack was initiated from the weld outer surface. The wire fracture surface exhibits shallow dimples features. The following situations may contribute to the likelihood of separation: anatomical considerations such as: level of tortuosity, variants of anatomy at the aortic arch or neurovasculature, microcatheter compatibility, delivery and retrieval friction and higher number of device passes. A review of all lots manufactured within the last two years of the complaint reported date shows that all lots meet the lot release distal marker test. Per the instructions for use (IFU), delivering the mindframe capture lp device revascularization device: with the aid of fluoroscopic monitoring, carefully advance the mindframe capture lp device until its distal markers line up at the end of the microcatheter. The mindframe capture lp device should be positioned such that the usable length portion of the device will extend past each side of the thrombus in the vessel when the device is fully deployed. Mindframe capture lp revascularization device re-sheathing: carefully re-sheath the mindframe capture lp device by advancing the microcatheter over the mindframe capture lp device until the distal markers of the mindframe capture lp device line up at the end of the microcatheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.